Manufacturer narrative:
Should additional information become available for the patient a supplemental record will be filed.

Event description:
The end user stated that the bed rails have become loose on the bed and that he needs a new mattress. One of the rails will not stay up.